Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. The physician attempted to introduce a liberte' 4.0x16mm bare metal stent through an unspecified 7fr sheath. In doing so, the physician felt the stent move and upon inspection it was confirmed the stent did move on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, the stent moved on the balloon. The physician attempted to introduce a liberte' 4.0x16mm bare metal stent through an unspecified 7fr sheath. In doing so, the physician felt the stent move and upon inspection it was confirmed the stent did move on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer- a visual examination of the returned complaint device revealed that the stent was pulled distally on the balloon. This resulted in the proximal edge of the stent being positioned approximately 2mm distal to the distal edge of the proximal markerband. No other damage was noted with this device. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).